Event description:
It was reported that a 30-year-old female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants during an in-person consultation with a medical professional. As a result, the patient is scheduled for bilateral removal on (B)(6) 2023. Refer to manufacturing report number 1645337-2022-15139 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 19, 2023, mentor received additional information. The patient was reported to have bilateral capsular contracture, however, no baker grade ratings were provided. Additionally, the device reported to be too damaged for return. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 21, 2023, mentor received additional information. The patient's race and ethnicity were provided as white and hispanic/latino on (B)(6) 2023, mentor became aware that the patient underwent bilateral removal and replacement with 300cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).